Manufacturer narrative:
The pipeline was returned for evaluation without the pushwire and catheter. The evaluation could not determine the cause of the event as the pipeline was found fully opened; however, the braid was found damaged and may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).

Event description:
Treatment of a small unruptured aneurysm measuring 5.4mm x 4.8mm located in the left ica (internal carotid artery). The patient's anatomy was not overly tortuous. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the proximal end of the pipeline (5mm x 14mm) would not open upon deployment. The device was completely tapered at the proximal end and it was removed from the patient with a 7mm snare. Another pipeline was deployed successfully to complete the procedure. It was reported the patient was fine post procedure. No patient injury was reported as a result of the procedure.